Event description:
It was reported "inconsistent testing" was noted on the analyzer. The atrial channel was very noisy, so it was difficult to assess capture. The analyzer was disposed of. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a device serial number, the manufacturing date cannot be determined. (B)(4).